Event description:
It was reported that the pt underwent a sling procedure in 2006. During the procedure, the physician initially placed the sling in the hammock position and was unable to get the pt to stop leaking. The physician then reinserted the device in the 'u' position and the pt stopped leaking.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.